Event description:
The patient's mother reported that the pump was rebooting.

Manufacturer narrative:
The pump was returned for evaluation. The evaluation revealed a damaged solder joint in the power circuit.